Manufacturer narrative:
This device is not available for testing and evaluation. Multiple attempts were made without success to obtain additional information. However, if additional information is received, it will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00548 & 9616099-2013-00549. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 701814rec, lot number 70412488.

Event description:
As reported by the sapphire registry, the patient experienced an ischemic stroke approximately one day post-index procedure. Pre-procedure nih stroke scale score and rankin score measured 0. Carotid artery stenting (cas) was performed on a 70% occluded lesion in the right carotid circulation. The exact target lesion location is unknown. The arch iii lesion was ulcerated. A 7mm basket angioguard was deployed past the lesion and the lesion was pre-dilated. A 9x30mm precise pro rx stent was successfully deployed at the target lesion. A 9x30 smart control stent was also implanted in an unknown location. The residual diameter stenosis measured 15%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. One day following index procedure, the patient experienced an ischemic stroke. The patient had left visual field loss, left hemiparesis, and left hemineglect. Nih stroke scale score was 9 and rankin scale score was 4. Emergent cea surgery was not required. The patient was then discharged three days later. Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report number 9616099-2013-00549. As reported by the (B)(4) registry, the patient experienced an ischemic stroke approximately one day post-index procedure. Pre-procedure nih stroke scale score and rankin score measured 0. Carotid artery stenting (cas) was performed on a 70% occluded lesion in the right ostial internal carotid artery of 8mm in length with a 7mm vessel diameter. The arch iii lesion was ulcerated, had mild calcification, and severe tortuosity. A 7mm basket angioguard was deployed past the lesion and the lesion was pre-dilated. A 9x30mm precise pro rx stent was successfully deployed at the target lesion. A 9x30 smart control stent was also implanted in the bifurcation of the right common carotid artery (off-label). There was irregular eccentric plaque just proximal to where the precise stent was placed. The residual diameter stenosis measured 15%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. One day following index procedure, the patient experienced an ischemic stroke. The patient had left visual field loss, left hemiparesis, left-sided facial droop, and left hemineglect. Speech therapy and occupational therapy were provided to the patient. Three days later, the patient was discharged to a rehabilitation facility. Nih stroke scale score was 9 and rankin scale score was 4. Emergent cea surgery was not required. The residuals lasted seven (7) days. The (B)(6) female has a medical history of tia, stroke, hyperlipidemia, history of smoking (>5packs of cigarettes) and diabetes mellitus. High-risk criteria: age >75 years. (B)(4): the product was not returned for analysis, as device remains implanted. A review of the manufacturing records could not be conducted without a lot number. (B)(4): the product was not returned for analysis, as device remains implanted. A review of the manufacturing records could not be conducted without a lot number. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient (history of tia and stroke), vessel and procedural factors may have contributed to the reported events. There is no evidence that manufacturing issues contributed to the event. The products were not returned for analysis. Based on the information provided and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00548 & 9616099-2013-00549. Adjudication minutes were received with additional information. There is no change to the file type to determination. The site had reported the event occurred on (B)(6) 2013; post-adjudication the event occurred on (B)(6) 2013. Supplemental details are as follows: right post-procedure, the patient felt ¿ok¿ and did not notice any feeling of dizziness or other problems. However, later in the day, she did report feeling ¿dizzy¿ which she described more like lightheadedness. There were no symptoms of vertigo. She became somewhat nauseous in the evening as well. The nurse reported that in the evening on that day she developed acute change in her ability to use the left upper extremity (she is left-handed). That day, a head CT scan, compared to CT angiography on (B)(6) 2013 and revealed ¿no convincing evidence to suggest an acute intracranial abnormality.¿ it was noted that there were ¿previously identified foci of acute infarction that were relatively punctate in size located within the right frontoparietal junction, right occipital lobe and right caudate, which were not well appreciated on this head CT. Neurology consultation was performed on (B)(6) 2013. The patient continued to have left upper extremity weakness, now with some mild left facial droop. There were no longer complaints of dizziness or lightheadedness, but complaint of mild occipital headache. Neurological examination found the patient alert and oriented. She was able to identify her daughter and showed no significant signs of confusion. Her speech was fluent and comprehension appeared intact. She had a noted right gaze preference, a mild left facial droop. She did not follow target path midline even with redirection, extraocular movement were otherwise conjugate. She was able to move them to the right lateral direction and up and down without difficulty. Voice was possibly slightly dysarthric, but very mild. Tongue was at midline. Facial sensation was preserved. Strength on the right side was 5- out of 5 in the upper and lower extremities. Left-sided strength was decreased in the left upper extremity. She was able to move some at the shoulder, only, at 2+ out of 5. She was not moving the distal upper extremity. She seemed to neglect this side to some extent but was making attempts to move it when the physician was holding it and directing her to. Lower extremity strength was 5- out of 5 distally with fairly good dorsiflexion on that side. She moved at the knee and above only mildly, with strength of again 2+ out of 5 at knee flexor and may be a bit less at the hip flexor. She could not perform coordination tests on the left upper extremity. Sensation was difficult to assess, as the patient was neglecting the left side. Impression: very likely right mca stroke, status post right carotid stent. A CT scan was done in the hyperacute phase and was negative for appreciable changes at that time. MRI could not be done due to a recently placed stent, and repeat CT scan was recommended. On (B)(6) 2013 the nih stroke scale score was 9 and the rankin stroke scale score was 4. Repeat CT scan on (B)(6) 2013, compared to CT on (B)(6) 2013, reported continued evolution of punctate infarctions demonstrated to be acute on MRI on (B)(6) 2013 (pre-procedure) and no new infarction or evidence for hemorrhagic conversion. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. On (B)(6) 2013 at 30 day follow-up, the nih stroke scale score was 0 and the rankin stroke scale score was 0.